Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. However, it was determined that the video function did not operate normally due to failure of the cable and the indicated phenomenon, ¿the image does not appear¿, occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The e224 error code was displayed due to a faulty cable. In addition, the focus ring is worn and there was a faded label on the rear cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that while re-processing the 4k camera head, the camera will not show the image. The event occurred after the use. There was no report of patient harm or injury.